Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with motor error during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self-test, off no power test, unexpected error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corner and minor scratched display window.

Event description:
It was reported that the pump was returned for analysis. The customer's blood glucose value was unknown.